Event description:
It was reported that the patient had a return of symptoms. The catheter was accidentally cut/severed at the proximal segment yesterday during an unrelated orthopedic surgery. The reporter was asking about the safety of intrathecal (it) baclofen being delivered into the surrounding tissues. The patient was doing "ok", but they were expecting acute withdrawal. The patient was having increased spasms, increased spasticity/tightness, less than 50% therapy relief, and underdose symptoms described as: stiff muscles, low blood pressure, and itching. The patient was being managed with oral baclofen to help with underdose symptoms. The pump was also turned down to 100 mcg/day from 300 mcg/day, and titrated back up. A catheter revision was performed, and both catheters were replaced with one new catheter. The product issue was resolved. The patient status was alive no injury; therapy was resumed, and the patient was doing fine. The pump system was being used to infuse gablofen (baclofen).

Event description:
Additional information indicated that a surgical revision occurred on (B)(6) 2014, no segments were left in the patient. In regards to action/intervention, "safety event monitoring" was taken as a result of the catheter issue. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).